Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Adverse event or product problem and type of reportable event field not completed. No malfunction. MDR filed due to keyword ¿spark¿ present in complaint. The product was returned for evaluation, however subsequent testing could not verify the complaint. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. The chair was functionally driven with no discrepancies. The chair was driven over various terrain and conditions, and the wheelchair responded to all commands. No burning smell was observed. The joystick was inspected and liquid ingress was observed on the main pcb in the area of the joystick cable connection point as well as other components on the pcb. The entry point of the liquid could not be determined, but it is likely the joystick was exposed to extreme moisture at some point. There was no liquid damage in the area of the drive signals from the inductive joystick that would cause the chair to drive in a manner other than what was commanded by the movement of the joystick. The liquid damage would likely just cause the chair to stop operating. The underlying cause was identified as lack of proper maintenance and user misuse/abuse/error.

Event description:
The consumer alleges that the chair is pulling to the left and is making a ticking sound from the right side when it is driving. The motor rpm allegedly is not in sync as well as the suspension. The consumer was driving the chair to school when he allegedly smelled an electrical smell and saw a spark. No injury is alleged.